Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that the patient's ipg was explanted and replaced due to reaching end of life. It is unknown if the device had prematurely depleted.

Manufacturer narrative:
Correction: section d4 and h4 have been updated to the correct device information.